Event description:
Had radiesse injected. There were hard lumps that moved into my mouth. It was nasolabial injection but I got lumps below bottom lip. Physician said she would not see me because it could not be the radiesse. Had surgery on one lump with biopsy. Came back as radiesse. Have 3 more lumps and don't know if they should be removed. Dose or amount: unk. Dates of use: 2007. Diagnosis or reason for use: nasolabial fold. Event abated after use stopped or dose reduced: no.